Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received as of yet. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4) - manufacturing date: april 11, 2008. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flexible reamer head shredded inside the canal during a retrograde nailing procedure for a femur fracture on (B)(6) 2015. Fragments from the reamer head were generated. It was also reported that the reamer head was seemingly stuck to the shaft. The canal was cleaned out and another instrument was used to complete the procedure. There was a surgical delay of 20 minutes reported. There was no patient harm as a result of this event. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: per the technique guide, the 352.040 5.0mm flexible shaft and 352.100 10.0mm medullary reamer head are instruments routinely used in the flexible reamers for intramedullary nails. The reamer head and shaft were returned and reported to be stuck together and that the reamer head had shredded inside the canal. The flexible shaft was reported as damaged. These conditions are confirmed. The returned 10.0mm medullary reamer head was received in very poor condition with several cracks and sections of discoloration. The reamer head is also missing a large portion encompassing half the proximal circumference by 5mm in length. The reamer head is loosely stuck on the returned 352.040 5.0mm flexible shaft. The flexible shaft is also in poor condition with significant deformation of the distal prongs and markings along the length of the device. The reamer head was manufactured in september 2009 and is over five years old. The flexible shaft was manufactured in april 2008 and is over six years old. It is likely that five years of consistent use and wear has led to this complaint condition. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The complaint condition for the 352.040 lot number 2354615 5.0mm flexible shaft and the 352.100 lot number 23168 10.0mm medullary reamer head was likely caused by over five years of consistent use; however, this complaint is not a result of any design related deficiency.\ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.